Event description:
Later healthcare professional reported "deflation". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, h6.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported "infection" and exchange from textured to smooth breast implant. This record is for the right side. The device was explanted.